Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the femoral approach due to "got hurt on the job that caused a blood clot." Patient is alleging migration, inability to retrieve the device, and that skin grew over [the] filter. The patient is further alleging "on blood thinner (20mg xarelto/day), so I can bleed out. I am very tired. Both of my knees are injured but I cannot do anything to treat the pain until the filter is removed. I have a tear in my ankle. I was also put on 60mg of oxycodone/day." And limited activity for "working long days, soccer, softball, hiking, running, climbing a ladder, jumping." The patient is further alleging that an attempted retrieval of the device was performed on (B)(6) 2015 due to "filter migrated, skin grew over the filter, and clogged." Per a report from venogram dated (B)(6) 2015, "it was easy to advance the wire up, but it did appear that there was clot burden throughout the superficial femoral vein. We then exchanged for a 6-french sheath, and through the 6-french sheath performed digital subtraction imaging venogram of the right lower extremity which showed outflow via some collaterals, but otherwise the superficial femoral vein was clotted along its length. We were able to advance the [wire] and catheter through the superficial femoral vein, through the right-sided iliac veins to the level of the clotted ivc filter." "Through the micropuncture sheath, we performed a left lower extremity venogram which showed evidence of collateral emptying at the level in the pelvis, but otherwise suggesting iliac vein thrombosis." Per a report from venogram dated (B)(6) 2015, "this is a [patient] with history of ileal caval thrombosis. "[The patient] has undergone about 24 hours of lytic treatment for lysis of the thrombus." "Inferior vena cavogram was performed through the infusion sheaths which showed on the right side substantial improvement in the reduction of the clot burden with widely patent superficial femoral vein, common femoral vein, and external iliac vein and common iliac vein with good flow throughout the level of the filter." "We performed a sustained insufflation across the level of the common iliac and external iliac veins. There was slight improvement in the outflow at this level; although, there was still some areas of stenosis and recoil or possibly a laminated thrombus. Regardless, felt at this point that we had significant improvement with decrease of the clot burden. " per a report from MRI (magnetic resonance imaging) dated (B)(6) 2015, "extensive occlusive thrombus throughout the infrarenal ivc, bilateral common iliac veins, bilateral external iliac veins, bilateral common femoral veins, and visualized right superficial femoral vein."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: thrombus, migration, inability to retrieve the device, skin growth over the filter, risk of bleeding out from blood thinner, "very" tired (tiredness), inability to treat knee pain, and limited activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported skin growth over the filter, risk of bleeding out from blood thinner, "very" tired (tiredness), inability to treat knee pain, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.